Event description:
Additional information received, identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ipg no longer communicate with clinician programmer and the patient controller post hip replacement procedure. Cp logs confirmed the patient's ipg is in unrepairable service app status. Surgical intervention maybe taken at a later date to address the issue.